Manufacturer narrative:
This occurred on unspecified dates ¿in the last couple of weeks¿. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of paclitaxel sets experienced ¿air being trapped inside the filter, not able to get it out¿. This was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, h4 and h6.h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.